Manufacturer narrative:
The t:slim pump user guide states "never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm occurred during insulin delivery. Reportedly, the customer attempted to perform the load sequence to reload the cartridge, but did not disconnect the tubing from the body when the fill tubing sequence was activated. The customer's blood glucose (bg) level was 32 mg/dl. Subsequently, the customer was transported by ambulance to the emergency room (ER). Bg was treated with intravenous dextrose and oral gel. Reportedly, the customer left the ER 3-4 hours later with bg 150 mg/dl still feeling weak; however, customer was feeling better at time of speaking with tandem technical support. Although requested, the customer declined to upload pump data to determine the cartridge alarm that occurred. Reportedly, the customer reverted to manual injections for alternate insulin therapy.